Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data was also received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was steady at approximately 421 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A 136 short intervals were observed in the previous day and a half. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Two non-sustained tachycardia episodes with intervals of less than 220 ms cycle length were observed between (B)(6) 2016. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance and rose into a high range. Noise and short ventricular intervals were also observed and the lead was reported to have possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.